Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water was injected during the pretest, but the sterile water could not be drained from the foley catheter. The balloon was returned slightly inflated. No abnormalities could be confirmed throughout the catheter. The inlet tube was cut and the bag was discarded.

Event description:
It was reported that the sterile water was injected during the pretest, but the sterile water could not be drained from the foley catheter. The balloon was returned slightly inflated. No abnormalities could be confirmed throughout the catheter. The inlet tube was cut and the bag was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.